Event description:
The initial reporter alleged they received a questionable positive result for one patient sample tested with elecsys toxo igm on a cobas e 801 analytical unit. The patient sample allegedly resulted in a toxo igm value of 1.31 coi (positive) when tested on the e 801 analyzer. The patient was then tested at another laboratory using an unknown method and the toxo igm value from the other laboratory was allegedly negative. A specific result was not provided.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The last calibration was performed on 16-nov-2023. Controls run on the day of the event were within range. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. The patient had a non-reactive toxo igg value (0.18 coi). Samples that have indeterminate or low reactive results for toxo igm and at the same time non-reactive for toxo igg should be considered for a follow-up analysis within 2-3 weeks or for a re-run with another assay. The investigation could not identify a product problem.